Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After assembly of the body to the reclaim stem, despite several attempts, the surgeon was unable to detach the assembly device from the prosthesis. The prosthesis was therefore removed and replaced with another implant. This resulted in a 50 minute surgical delay.

Manufacturer narrative:
Examination of the returned products could not confirm the complaint. A functional check found the upper pull rod could manually be assembled and disassembled from the tapered stem without any difficulties. It is possible the two components could have been over tightened; provided information states one of the reps present was able to remove the instrument from the implant. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.